Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that on one evening, he applied his infusion set on his left arm and the following morning, he noticed that the infusion set's tubing had disconnected from the quick release part. No further information was available.